Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a damaged outer layer of the driveline was confirmed through the evaluation of the submitted photograph which showed that clear rescue tape was used to repair the damaged area. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28aug2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. This document contains information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's outer layer of the driveline was damaged close to the connector. A driveline repair was performed on (B)(6) 2020. There were no patient consequences.